Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and recaptured several times before the physician was able to position the device in an acceptable location. With all release criteria met the physician released the device and successfully implanted the closure device in the laa of the patient. The patient became hypotensive and a pericardial effusion with cardiac tamponade was discovered. A pericardiocentesis was performed and 1 liter of fluid was drained from the patient. The patient did well following this treatment and no other complications were reported to have occurred. The patient is expected to make a full recovery from this event. It was further reported that the patient had a blood transfusion treatment due to this event.

Manufacturer narrative:
H6 impact codes - f2302 blood transfusion code added.

Event description:
It was reported that there was a pericardial effusion. An intracardiac echo (ice) only left atrial appendage (laa) closure procedure was being performed. The patient was unable to be intubated or have a transesophageal echo (tee) due to esophageal issues. The imaging was difficult, and the physician was unable to visualize the laa during most of the procedure and relied mostly on fluoroscopy for guidance of guidewires. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. During deployment, the patient started coughing and thrashing. The closure device was deployed and recaptured several times before the physician was able to position the device in an acceptable location. With all release criteria met the physician released the device and successfully implanted the closure device in the laa of the patient. The patient became hypotensive and a pericardial effusion with cardiac tamponade was discovered. A pericardiocentesis was performed and 1 liter of fluid was drained from the patient. The patient did well following this treatment and no other complications were reported to have occurred. The patient is expected to make a full recovery from this event.